Event description:
It was reported a patient with a 29 mm 7300tfx mitral valve underwent an attempted valve in valve procedure after an implant duration of 8 years, and 9 months due to stenosis. The patient presented with heart failure. The procedure was aborted and the 29mm sapien 3 transcatheter valve was not implanted. The patient transferred to ICU and it was later learned the patient expired on pod#1.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 29 mm 7300tfx mitral valve underwent an attempted valve in valve procedure after an implant duration of 8 years, and 9 months due to stenosis. The patient presented with heart failure. The procedure was aborted, the valve/ sheath/ commander removed, the valve not deployed and the patient transferred to ICU . The case to be rescheduled.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.